Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience v 3.0 x 23 mm stent delivery system balloon had a hole that was detected during the flush process before use. The device was not used and there was no patient involvement. Another xience v 3 x 23 mm stent delivery system was used to complete the procedure. There was no clinically significant delay. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material rupture was unable to be confirmed however there was a noted tear in the outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: it was reported that the procedure was to treat a lesion located in the proximal circumflex artery that was moderately tortuous, moderately calcified and 90% stenosed. During the first inflation of the xience v 3 x 23 mm balloon, contrast was noted to be escaping under fluoroscopy. The balloon did not inflate at all. Another same size xience v stent delivery system was used to complete the procedure. There were no adverse patient effects and no clinically significant delay.